Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale 2 events were originally reported for this failure mode during the reporting quarter. - 2 events were inadvertently excluded. - 4 reported events are included in this follow-up record. Product return status 4 devices were received. Event confirmation status 4 reported events were confirmed. Evaluation results 4 devices were found to be affected by missing paint chips.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device had paint chips missing. 4 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 2 events were reported for this quarter. Product return status: 2 devices were received. Event confirmation status: 2 reported events were confirmed. Evaluation results: 2 devices were found to be affected by missing paint chips. Additional information: 2 devices were not labeled for single-use. 2 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device had paint chips missing. 2 events had no patient involvement; no patient impact.